Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call of a damaged screen on the insulin pump. The customer's blood glucose reading was 243 mg/dl. The mother stated that her daughter fell today and the screen is smashed. The mother stated that her daughter fell off a chair. The mother stated that the screen is badly damaged. The mother stated that there are cracks around where you insert the vial of insulin. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.